Manufacturer narrative:
(B)(4). One expedium poly-screwdriver (product code: 279712400, lot no: mi41516), was returned for investigation. Visual examination at the macroscopic level revealed that the fracture of the driver was located at the driver¿s distal tip. The fractured tip was not returned for analysis. An optical image of the fractured surface of the driver reveals plastic deformation at the hex lobes and torsional shear markings following a circular pattern. The plastic deformation at the hex lobes indicates a torsional overload of the fractured tip. This suggests the fractured tip underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. No emerging trends were found requiring further actions. A definitive root cause cannot be determined with the information provided. However, the fractured surface of the driver reveals plastic deformation at the hex lobes and torsional shear markings following a circular pattern. The plastic deformation at the hex lobes indicates a torsional overload of the fractured tip. This suggests the fractured tip underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. As no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further actions required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When tightening sure trak instruments to the adapter, the screw started to strip the hole.

Manufacturer narrative:
Sales rep did not specify that the driver belonged to (B)(4). Driver added to this complaint and reported on in error. Medwatch refiled with correct complaint description and investigation results in medwatch # (B)(4) & medwatch # (B)(4).